Event description:
It was reported that during an unknown procedure, there was a broken tissue pad. During the procedure that started with difficulties because of several generator failures, the device worked properly a few minutes before stopping (error code displayed but don't know which one). After removing the device, the nurse noticed that the distal part of the device was abnormally hot and the white pad was broken. After ten minutes, the broken part of the pad was found near from the operating field, out of the patient. The procedure was then performed with a bipolar scissor. There were no adverse consequences for the patient.

Event description:
Additional information:heat was detected incidentally when the scrub nurse approached her hand of the distal part of the device.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was for the tissue pad detaching. The tissue pad was examined, normal wear was visually seen and complete. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The instrument was tested and an error code 5 was displayed; no thermal or temperatures issues were noted. Probable causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.